Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code: e2301 (alteration in body temperature)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the parent reported that their pediatric child experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced feeling hot, sweaty and feeling sick. When a fingerstick was taken, the cgm was reading 4.2 mmol/l and the blood glucose reading was 1.8 mmol/l. At the time of the inaccuracy the patient was already at the hospital. The patient was treated with a ¿gluco boost¿ and intravenous fluids. There was no documentation of further medical intervention. During a follow up it was confirmed that the patient had been discharged and that the patient was stable at that moment. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.